Manufacturer narrative:
Philips service reconfigured the live monitor screen resolution to philips-tg. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an image quality issue in the live monitor during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.